Event description:
It was reported the patient died. Approximately three weeks post the implant of a single chamber implantable cardioverter defibrillator (ICD) system, the patient experienced ventricular tachycardia (vt)/ ventricular fibrillation (vf) and required external rescue and resuscitation. The device "never" treated the vt/vf. The patient was "barely responsive" and also experienced pulseless electrical activity. Interrogation of the device was read by technical services personnel who stated, the device responded "appropriately" given the poor vtip-vring signal; the "nid [number of intervals to detect] was never met." There was "some under-sensing and/orlow level egm [electrograms]." There were also "significant appropriately sensed intervals below the vf detection rate." The lead impedance, sinus r-waves and thresholds were "good." The patient subsequently expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the serious injury is normally submitted via a bimonthly regulatory report submission that would have been submitted on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting; therefore it is being submitted as a 30-day report. A cause of death has been requested and not received. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. Product event summary: (B)(4) -the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was not enough information; no conclusion can be drawn. Concomitant product: product ID: 6947m62, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.